Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's flow sensor would need to be replaced on the device. Additional findings not related to the malfunction/issue were the blower assembly and in-line filter proximal need to be replaced due to contamination. The muffler assembly and the air inlet foam filter would need to be replaced due to four years preventative maintenance.